Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had a return of symptoms and was getting the splash screen for the past 3-4 days. The patient was using heavy duty batteries and patient services instructed the patient to try alkaline batteries instead. The patient was getting up 2-3 times per night and could not make it to the bathroom. Additional information received from the consumer reported that changing the batteries did not resolve the issue. The patient was on 8.5 and then she increased it to 10. The patient did not feel stimulation and had not felt stimulation since implant. The patient was so upset about her devices not working that she was considering explant. The patient saw an upper limit screen on the replacement programmer. She swore that she was on program 3 and able to increase to 8 before. The patient put the batteries from the replacement programmer into the old programmer and was able to connect. She was on program 3 at 4.0v. The patient accident ally decreased to 3.95v and saw the turn ins on screen. The ins was off, was turned on, and the upper limit was reached at 4.0v. The patient changed to program 4 and increased to 2.0v.